Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. Approximately six years and eleven months post filter deployment, a computed tomography (CT) revealed that the filter migrated and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and eleven months post filter deployment, computed tomography of abdomen without contrast was performed, and result showed that an inferior vena cava filter was present. Multiple struts were noted tenting the inferior vena cava. Some of the filter struts have penetrated through the wall of the inferior vena cava into the pericaval or mesenteric fat. There was no abnormal tilt and the proximal end was approximately 3 cm below the renal veins. Proximal end extended from l3 to the mid at l4 body. No retroperitoneal mass or hematoma indicated. The inferior vena cava was collapsed around the filter indicated stenosis and might be occluded. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc) and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.